Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the pump was beeping and when the battery was removed, there was corrosion in the battery and on the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was cracked on the side from threads to cover. There was corrosion observed inside battery compartment & on returned battery cap. The returned battery cap has stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24hr duration test; no pump reboots were duplicated during this time. A leak test failed with battery compartment leak. Removed pump cover; no further evidence of moisture was observed on the printed circuit board or internal components and there was no damage to the power circuit found.